Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigating the remote transmission, multiple ventricular noise reversion episodes were noted on the right ventricular lead. No intervention was performed. No patient symptoms were reported.

Event description:
New information received notes the patient was in stable condition.

Manufacturer narrative:
Additional information: b5 : patient condition was added as additional information. The reported event of noise was confirmed. External insulation abrasion was noted breaching the outer insulation at 22.0-22.5 cm from the connector pin consistent with friction to the device can. Suture sleeve tie impressions and outer insulation cuts were noted at 24.0 and 24.3 cm from the connector pin. The cause of the reported events was isolated to the lead to can abrasion. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual analysis did not find any anomalies with the exception of procedural damage.

Event description:
New information received indicated the patient's right ventricular lead was explanted and returned for analysis.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
Additional information received noted that the patient presented remotely via merlin.net. Upon investigation, right ventricular noise was noted in electrograms (egms) as noise reversion. Intermittent inhibition was noted on egms. Isometrics failed to reproduce the noise. Intermittent noise was reproducible with pocket manipulation. Programming changes were made, and the patient will be monitored remotely. The patient was asymptomatic.